Event description:
In 2004, the facility's nurse informed MFR's clinical specialist of the following: the pt has a staph infection, which is documented with blood cultures both peripheral and from the device. The pt has had a temporary line placed and is being treated with IV antibiotics. Customer was unsure, but suspected that the device will be explanted. No further details were provided at this time.